Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included skin infection, malaise and adenomyosis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2019, the patient experienced staphylococcal infection ("staph infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), systemic lupus erythematosus ("lupus/ lupous"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rashes or skin conditions"), depression ("depression"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), dental caries ("dental problems/ affecting my teeth like if I had any cavities"), fatigue ("fatigue"), alopecia ("hair loss/ hair fall out"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), dizziness ("dizziness"), visual impairment ("vision probs"), post procedural infection ("infection"), ovarian cyst ("ovarian cysts"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("endometriosis"), anxiety ("anxiety"), abdominal pain lower ("lower abdomen pain"), crohn's disease ("crohns disease"), autoimmune thyroiditis ("hashimotos disease"), metal poisoning ("heavy metal poisoning"), tooth fracture ("literally just cracking apart that my teeth") and basedow's disease ("graves disease") and was found to have weight decreased ("weight loss") and thyroid hormones increased ("thyroid is very high"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, abdominal pain, back pain, dyspareunia, hypersensitivity, dermatitis allergic, depression, vaginal infection, vaginal discharge, dental caries, fatigue, alopecia, migraine, headache, nausea, dizziness, visual impairment, weight decreased, staphylococcal infection, ovarian cyst, dysmenorrhoea, endometriosis, anxiety, abdominal pain lower, crohn's disease, autoimmune thyroiditis, metal poisoning, thyroid hormones increased, tooth fracture and basedow's disease outcome was unknown and the heavy menstrual bleeding and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune thyroiditis, back pain, basedow's disease, crohn's disease, dental caries, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, metal poisoning, migraine, nausea, ovarian cyst, pelvic pain, post procedural infection, staphylococcal infection, systemic lupus erythematosus, thyroid hormones increased, tooth fracture, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, hypersensitivity, rashes or skin conditions, lupus, vag. Infect., vag. Discharge, dental problems, fatigue, hair loss, migraine, headache, nausea, neuro condit /prob, vision probs, weight loss, infection. Patient had a transient procedure. Insertion date provided in pfs : (B)(6) 2008. Current weight 135 lbs. Discrepancy noted in date of insertion (B)(6) 2008 as per pif date(s) of insertion: (B)(6) 2008 (as per pif, discrepancy noted). My thyroid is very high and they are thinking maybe it is cancerous I might have to have my thyroid gland removed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included skin infection, malaise and adenomyosis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2019, the patient experienced staphylococcal infection ("staph infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), systemic lupus erythematosus ("lupus/ lupuos"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rashes or skin conditions"), depression ("depression"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), dental caries ("dental problems/ affecting my teeth like if I had any cavities"), fatigue ("fatigue"), alopecia ("hair loss/ hair fall out"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), dizziness ("dizziness"), visual impairment ("vision probs"), post procedural infection ("infection"), ovarian cyst ("ovarian cysts"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("endometriosis"), anxiety ("anxiety"), abdominal pain lower ("lower abdomen pain"), crohn's disease ("crohns disease"), autoimmune thyroiditis ("hashimotos disease"), metal poisoning ("heavy metal poisoning"), tooth fracture ("literally just cracking apart that my teeth") and basedow's disease ("graves disease") and was found to have weight decreased ("weight loss") and thyroid hormones increased ("thyroid is very high"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, abdominal pain, back pain, dyspareunia, hypersensitivity, dermatitis allergic, depression, vaginal infection, vaginal discharge, dental caries, fatigue, alopecia, migraine, headache, nausea, dizziness, visual impairment, weight decreased, staphylococcal infection, ovarian cyst, dysmenorrhoea, endometriosis, anxiety, abdominal pain lower, crohn's disease, autoimmune thyroiditis, metal poisoning, thyroid hormones increased, tooth fracture and basedow's disease outcome was unknown and the heavy menstrual bleeding and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune thyroiditis, back pain, basedow's disease, crohn's disease, dental caries, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, metal poisoning, migraine, nausea, ovarian cyst, pelvic pain, post procedural infection, staphylococcal infection, systemic lupus erythematosus, thyroid hormones increased, tooth fracture, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, hypersensitivity, rashes or skin conditions, lupus, vag. Infect., vag. Discharge, dental problems, fatigue, hair loss, migraine, headache, nausea, neuro condit /prob, vision probs, weight loss, infection. Patient had a transient procedure. Insertion date provided in pfs: (B)(6) 2008. Current weight 135 lbs. Discrepancy noted in date of insertion (B)(6) 2008 as per pif date(s) of insertion: (B)(6) 2008 (as per pif, discrepancy noted). My thyroid is very high and they are thinking maybe it is cancerous I might have to have my thyroid gland removed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-feb-2022: new events added: crohns disease, hashimots disease, heavy metal poisoning, literally just cracking apart that my teeth, my thyroid is very high and graves disease. Previously reported event tooth disorder updated to dental caries . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included skin infection, malaise and adenomyosis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2019, the patient experienced staphylococcal infection ("staph infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), systemic lupus erythematosus ("lupus"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rashes or skin conditions"), depression ("depression"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), dizziness ("dizziness"), visual impairment ("vision probs"), post procedural infection ("infection"), ovarian cyst ("ovarian cysts"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("endometriosis"), anxiety ("anxiety") and abdominal pain lower ("lower abdomen pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, abdominal pain, back pain, dyspareunia, hypersensitivity, dermatitis allergic, depression, vaginal infection, vaginal discharge, tooth disorder, fatigue, alopecia, migraine, headache, nausea, dizziness, visual impairment, weight decreased, staphylococcal infection, ovarian cyst, dysmenorrhoea, endometriosis, anxiety and abdominal pain lower outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, post procedural infection, staphylococcal infection, systemic lupus erythematosus, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, hypersensitivity, rashes or skin conditions, lupus, vag. Infect., vag. Discharge, dental problems, fatigue, hair loss, migraine, headache, nausea, neuro condit /prob, vision probs, weight loss, infection. Patient had a transient procedure. Insertion date provided in pfs : (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received : events- "abnormal bleeding (vaginal), staph infection, dizziness, depression, ovarian cysts, dysmenorrhea (cramping), endometriosis, anxiety, lower abdomen pain", reporter, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of rectal bleeding, paratubal cyst, adenomyosis, parity 3, multi gravida, pelvic congestion syndrome, adenomyosis, malaise and skin infection. The patient had a family history of alzheimer's disease. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, she experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2019, she experienced staphylococcal infection ("staph infection"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), systemic lupus erythematosus ("lupus/ lupuos"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rashes or skin conditions"), depression ("depression"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), dental caries ("dental problems/ affecting my teeth like if I had any cavities"), fatigue ("fatigue"), alopecia ("hair loss/ hair fall out"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), dizziness ("dizziness"), visual impairment ("vision probs"), post procedural infection ("infection"), ovarian cyst ("ovarian cysts"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("endometriosis"), anxiety ("anxiety"), abdominal pain lower ("lower abdomen pain"), crohn's disease ("crohns disease"), autoimmune thyroiditis ("hashimotos disease"), metal poisoning ("heavy metal poisoning"), tooth fracture ("literally just cracking apart that my teeth") and graves' disease ("graves disease") and was found to have weight decreased ("weight loss") and thyroid hormones increased ("thyroid is very high"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the heavy menstrual bleeding and vaginal haemorrhage had resolved. The outcomes for pelvic pain, genital haemorrhage, systemic lupus erythematosus, abdominal pain, back pain, dyspareunia, hypersensitivity, dermatitis allergic, depression, vaginal infection, vaginal discharge, dental caries, fatigue, alopecia, migraine, headache, nausea, dizziness, visual impairment, weight decreased, staphylococcal infection, ovarian cyst, dysmenorrhoea, endometriosis, anxiety, abdominal pain lower, crohn's disease, autoimmune thyroiditis, metal poisoning, thyroid hormones increased, tooth fracture and graves' disease were unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune thyroiditis, back pain, crohn's disease, dental caries, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, graves' disease, headache, heavy menstrual bleeding, hypersensitivity, metal poisoning, migraine, nausea, ovarian cyst, pelvic pain, post procedural infection, staphylococcal infection, systemic lupus erythematosus, thyroid hormones increased, tooth fracture, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure administration. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, hypersensitivity, rashes or skin conditions, lupus, vag. Infect., vag. Discharge, dental problems, fatigue, hair loss, migraine, headache, nausea, neuro conduit /prob, vision probs, weight loss, infection. Patient had a transient procedure. Current weight 135 lbs. Discrepancy noted in date of insertion on (B)(6) 2008 and on (B)(6) 2011. My thyroid is very high and they are thinking maybe it is cancerous I might have to have my thyroid gland removed. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: cervix, uterus, right & ieft fallopian tubes with essure coils: benign cervix, inactive endometrium, adenomyosis. Benign bilateral fallopian tubes with paratubal cysts. Gross description: two 1,4 cm metal sterilization coils are present, extending from the fallopian tubes into the uterine ostium. Clinical history: pelvic pain. Specimens received: cervix, uterus, right and left fallopian tubes with essure coils. [Ultrasound pelvis] on (B)(6) 2019: bilateral essure tubal occlusion devices appear to be in appropriate position. 2. Prominent bilateral adnexal vessels measuring up to approximately 7 mm in diameter. This is nonspecific but pelvic congestion syndrome could be considered in the appropriate clinical context. 3. Small left ovarian cyst is likely benign. If the patient is premenopausal, no follow-up is recommended. The patient is postmenopausal, follow-up pelvic ultrasound could be acquired in one year for additional evaluation. [Ultrasound scan vagina] on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen. Abnorm. Bleed') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rashes or skin conditions"), psychological trauma ("psych injury"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), nervous system disorder ("neuro condit/prob"), visual impairment ("vision probs") and post procedural infection ("infection") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, abdominal pain, back pain, dyspareunia, menorrhagia, hypersensitivity, dermatitis allergic, psychological trauma, vaginal infection, vaginal discharge, tooth disorder, fatigue, alopecia, migraine, headache, nausea, nervous system disorder, visual impairment and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, post procedural infection, psychological trauma, systemic lupus erythematosus, tooth disorder, vaginal discharge, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, hypersensitivity, rashes or skin conditions, lupus, vag. Infect., vag. Discharge, dental problems, fatigue, hair loss, migraine, headache, nausea, neuro condit/prob, vision probs, weight loss, infection. Patient had a transient procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case becomes an incident. Injury event was removed. New events added: pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, gen. Abnorm. Bleed, hypersensitivity, rashes or skin conditions, lupus, psych injury, vag. Infect. , post surgery infection ,vag. Discharge, dental problems, fatigue, hair loss, migraine, headache, nausea, nuero condit/probs, vision probs, weight loss. Reporter and removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.